Manufacturer narrative:
(B)(4). Date sent: 12/15/2021. Additional information received: inserted and seemingly fired appropriately. Problem: could not extract from anus surgeon ¿ operating. Robotic. In order to transect the rectum distal to neoplasm, five loads were used to divide the rectum. Level was at pelvic floor at proximal anal canal (intersphincteric). Stapler ¿ inserted through anus, but could not be advanced proximally due to selected site of transection of the rectum. Decided from intra peritoneal side. Thought to be at/or distal dentate line. Trocar through staple line. Opened ok. Closed ok ¿ felt ok/audible ok. Could not extract device. 2 full turns as advised/taught prior to extraction. Gently rotated stapler to see if loose. Then attempted to extract. Eventually came out but there was spillage and an opening in line noted. Could not be fixed from above. Rings not intact. Stoma - permanent. Could not be anastomosed again (no cuff). Any reattachment would require hand sewn from below. Surgeon not comfortable with this. Would be a functional problem. Leak test not done at the time of surgery. Rectum/anus closed comfortably.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by ¿stapler misfired¿? Please confirm which stapler ¿misfired¿. What is meant ¿several staple loads were taken across rectum? What stapling device was used for the distal transection? Were there any issues with this device? Did the surgeon insert the trocar above or below the distal staple line? How many counterclockwise revolutions of the stapler were completed prior to trying to remove? Please describe in detail the trouble shooting steps that were taken in an attempt to open the device? How was the stapler eventually removed? What was the reason for the diversion to colostomy? Temporary or permanent? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a lower anterior resection procedure, stapler misfired and several staple loads were taken across the rectum. A colostomy had to be done because the surgeon could not get the stapler removed.